Manufacturer narrative:
The customer reported that the system had a pressure sensor and irrigation that was locked due to leakage of waste from a reused cassette during a procedure. The company representative examined the system and verified the system met product specifications. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause can be attributed to a leakage with a reused cassette. (B)(4).

Event description:
A nurse reported the pressure sensor and irrigation locked due to leakage of waste from a reused cassette during a cataract procedure. The system was exchanged to complete the procedure with a delay of less than 15 minutes. There was no pt harm.